Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by a field clinical specialist (fcs), during a valve in valve procedure in the aortic position for a stenosed 21 magna, a 20mm sapien 3 ultra resilia valve was placed. The gradient was noted to be 16 mmhg. The valve was fractured with a 22mm atlas. The 20mm valve presented with moderate central leak via tee. A 23mm sapien 3 ultra resilia was then placed which resolved the central leak. The gradient reduced to 12 mmhg. The patient left the room in good condition. 24 hours later the patient remained in good condition. Per the fcs the initial reporter did not allege the edwards devices were deficient in some way. The perceived root cause of the central leak of the 20mm valve was overexpansion, as a 22mm balloon had been placed and expanded.

Manufacturer narrative:
The complaint for ''valve deployment and position - deployed valve exhibits central regurgitation'' was unable to be confirmed due to unavailability of relevant medical record and imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. In addition, due to unavailability of work order information, review of the DHR and lot history was not able to be performed. Therefore, the presence of a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, ''during a viv procedure in the aortic position for a stenosed 21 magna, a 20mm sapien 3 ultra resilia valve was placed. The gradient noted to be 16. The valve was fractured with 22 mm atlas. The 20 mm valve presented with moderate central leak via tee''. In this case, the deployed valve was post-dilated with non-ew balloon to improve the gradient. Per training manual, post-dilation could improve hemodynamic; however, it could also increase the risk of central regurgitation due to the over expanded valve or over stretched on the leaflets leading to improper motion of the thv leaflets, resulting in central regurgitation. In additional from training manual, it was recommended to use the same balloon for post-dilation. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.